Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the cuff didn't inflate during the test before use. Therefore, a new unit (lot#: unknown) was used instead". No patient involvement.